Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a programming error where the clinician programmed the infusion at a rate of 18 ml/hour instead of 18units/kg/hour the nurse programmed heparin as 18mls/hr not dose. There was patient involvement but unknown harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that there was a programming error where the clinician programmed instead of 18units/kg/hour a rate of 18 ml/hour (which equated to 21.8 units/kg/hour). Following the event the anti-xa level after six hours was supratherapeutic at 1.69u/ml. There was patient involvement but no harm indicated.